Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
Health (B)(4) reported that a facility representative notified them that an intraocular lens (iol), which was clear when implanted, is now noted to have refractile inclusions termed "glistenings". These are affecting the quality and amount of vision. Additional information has been requested. This report is for the left eye.